Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reports the patient allegedly developed svc syndrome after switching from palindrome dialysis catheters to equistream and hemostar catheters. This patient has had one hemostar, one palindrome, and three equistream catheters. The patient presented with facial and arm swelling. The svc syndrome was diagnosed with a venogram. The patient underwent two angioplasties.